Event description:
The recipient is reportedly experiencing a shocking sensation after an upper body injury. Device testing revealed the device is functioning within normal limits. The recipient was advised to discontinue device use. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly was treated with an epidural for an unrelated health condition and the issue has resolved. The recipient has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.